Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an increased airstream temperature (high temperature alarm) condition occurred. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted.